Event description:
I ordered my contacts through nextdaycontacts.com like I always have. I order acuvue oasys for astigmatism brand contacts I am really familiar with their box branding. When my order arrived I haven't wore any in a month so I was quickly relieved and hurried up and open my box seen they were the right prescription and brand and put them in my eyes. That night I put them in my brand-new case with brand new fluid that my optimetrist recommended my first visit. The next morning I noticed one of the lense were already chipped and the other lense already had a tear. I thought that was odd but maybe I miss handled them or opened a bad pod so I replaced both lenses and went on with my day. Same deal next day I woke to put my lenses in and checked the quality of them and once again one of the lenses already was chipped. I assumed I got shipped an expired box so I thought I'd check the date of expiration and was horrified when I took a closer look at my boxes. They had chinese writing on the back and the lot numbers were discolored. I couldn't believe I didn't spot it before. I instantly took them out after a long day and currently my eyes feel something they never felt before. Contacts have always gave my eyes a type of feeling if I wore them 12 hours but this feeling was different. I'll be calling my eye doctor tomorrow for a checkup and hopefully no damage has occurred. FDA safety report ID# (B)(4).